Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity des was implanted in the lad. Approximately 12 months later the patient suffered left temporal parietal lobe infarction treated with hospitalization and conservative treatment. The patient recovered with sequelae. The investigator and the sponsor assessed the event as not related to the anti-platelet medication or the device.

Manufacturer narrative:
Additional information: event also treated with anti-platelets. If information is provided in the future, a supplemental report will be issued.